Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while camping. The customer's blood glucose (bg) level 555 mg/dl and the customer manual injection to address bg level . Reportedly, there was a delay in clearing the altitude alarm. However, the customer was able to clear the alarm and resume insulin delivery prior to contacting tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.